Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. Tuesday (B) (6) at 2:36 pm cst the therapists selected to port only for a treatment beam. They download the field and went into the room to set up the pt. Because the cord block was in the way of the cross hair used to align the pt, using the hand pendant they selected the 2nd (+/-) and the number 2 for the mlc block mode toggle to open the leaves to the most retracted leaf position. When the pt was aligned properly, they again using the hand pendant selected the 2nd (+/-) and the number 2 for the mlc block mode toggle to set the mlc position back to what was originally download. They acquired the portal image and when it loaded along with the drr, that is when they realized this was not the correct mlc shape for that field. There was no indication to the user that the leaves were in the wrong position. Further investigation required, for a preliminary or final risk assessment, further investigation results regarding the cause and risk coverage is required. Corrective action is pending final investigation. No injury has been reported.